Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was replaced and moved to a new site . Effective therapy was restored post operatively .

Manufacturer narrative:
Correction/removal number: 1627487-12192011-003-r. This serial number was included in multiple field advisories. Investigation results will be provided in the final report.

Event description:
It was reported patient experienced pain at the ipg site from approximately (B)(6) 2018. Patient feels a pulling pain when sitting and moving around. To address the issue patient may be awaiting surgical intervention at a later date.